Event description:
Related manufacturer report number: 1627487-2023-01847. It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2023, it was noted that both extensions were broken, with the right lead being impossible and fracturing while the left was impossible to insert. As a result, the lead extensions were explanted and replaced.

Manufacturer narrative:
The report that the left extension was replaced due to insertion issue was confirmed. Analysis of the returned extension b found that the nitinol was broken in multiple places. Once the nitinol breaks, insertion of the lead extension into the ipg header is very difficult. The broken nitinol and the flexibility between contacts is consistent with resistance met when inserting the lead.